Manufacturer narrative:
Result: timing link.

Event description:
It was reported by service report that the timing link was worn and the siderail could not lock into any position. No pt involvement or adverse consequences are reported.